Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 2.7 inr on the coaguchek xs system. Caller states she went to the hospital for "loss of blood;" a comparison lab returned as 1.3 inr within 4 hours of the reported meter result. Caller was treated with heparin injections and admitted to the hospital for 9 days where she received blood. Caller's condition has improved. Requested return of suspect system and replacement was sent.